Event description:
It was reported that the physician suspected that the suture sleeves on model 1258t leads were hard and not as soft and flexible as they used to be. The physician commented that they would not hug the lead tightly enough and would feel the lead slipping back and forth inside the suture sleeve despite making the sutures as tight as possible. The leads themselves were not problematic at each implant and tested normal. They required no replacements and were successfully implanted.